Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-05149. It was reported that balloon rupture occurred. The target lesion was located in the calcified proximal left anterior descending (lad) artery. A 2.25mm x 12mm nc emerge® balloon catheter was advanced for dilatation. The balloon was initially inflated at 8 atmospheres for 10 seconds; however, during the second inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body and a 2.50mm x 30mm emerge¿ balloon catheter was advanced to perform the dilatation. The balloon was initially inflated at 8 atmospheres; however, during the second inflation at 15 atmospheres, the balloon also ruptured. The device was completely removed from the patient's body. Dilatation was then performed with a non-bsc balloon catheter and the procedure was completed after synergy stents were implanted with good prognosis and outcome. No patient complications were reported and the patient's status was fine.